Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the image processor printed circuit board. The system was tested adn found to be working as intended adn put back in service.

Event description:
The customer reported that the system would not display an image. No pt injury was reported.